Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was observed to have "foreign material" at the fill port. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between march 12, 2019 - march 13, 2019. The actual sample was received for evaluation. A visual inspection was performed, and it was noted that yellow residue was observed on the fill port connector thread area of the returned sample. A visual inspection with magnification was also performed which verified the foreign matter at the fill port connector. The foreign matter was partially removed by using tap water to wash the sample; therefore, it was determined that the foreign matter was not embedded. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.